Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that this was the only sample that was impacted. Ccc reviewed the process error log, which indicated an aliquot detected error occurred once prior to obtaining the initial result. Siemens is investigating this issue.

Event description:
Discordant, falsely low enzymatic creatinine (ecrea) results were obtained on a urine patient sample on a dimension vista 1500 instrument. The discordant result was reported out to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea results.